Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-02244. It was reported that the patient was unable to get their system into MRI mode. X-ray imaging revealed that one lead fractured. Alternate scans are being ordered. It is unknown which lead fractured; therefore, both leads will be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: a4 - patient's weight was updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.